Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The subject device was returned to olympus (B)(4) se & co. Kg (oekg). The local service department of oekg evaluated the subject device and found that the reported phenomenon could not be duplicated. Also the subject device was very dusty and dirty. Furthermore, the video connector of subject device had the evidence of adhesion of the liquid, the local service department of oekg suspected that it might cause the image abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified procedure, the endoscopic image of the hd-sdi signal on the monitor was disappeared when the non-olympus electrosurgical unit (erbe, vio200d) was activated. The user replaced the electrosurgical unit to the unspecified another device, the endoscopic image did not recover. Also, the user connected the system including the subject device and the electrosurgical unit to the power supply via socket ring, the endoscopic image did not recover. The user changed the subject cv-190 to the other processor, then the endoscopic image could be displayed on the monitor normally. It was unknown that whether the intended procedure was completed, however there was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the instruction warns, this phenomenon is considered to have occurred with using non-olympus equipment (erbe, vio200d) and this subject device. The instruction manual of the subject device already instructs; use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.